Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 2938836-2019-13409, 2938836-2019-13410, 2938836-2019-13411. It was reported that upon interrogating the device, ra impedance and threshold were elevated. Patient blood cultures were confirmed to be (B)(6) in the blood, so the physician stated that the entire system would have to be explanted. On (B)(6) 2019 the system was explanted due to the infection. There were no patient effects.